Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays received. Review of the available records identified the following: interval development of abnormal contour of the constraining articulation consistent with bearing screw loosening. No fracture or other abnormality. Overall fit and alignment are maintained. The bones are osteopenic. The device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00-5994-014-91 62359895 lcck fem implant sz d-l, 00-5990-033-20 62178466 prc agmt block dist sz c 10mm. Report source: foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient has been indicated for revision due to loosening of the lcck pe screw; however, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.